Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1100814552, model/catalog description: reservoir flat iz 100 ml, d4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection, inflammation at penile and scrotal incision location. The physician removed the cylinders and reservoir and thoroughly washed with antibiotic irrigation. The device was replaced with a tactra malleable. There is no additional information reported.